Manufacturer narrative:
The customer has indicated the device will not be returning to zoll at this time.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's display was cracked and no clinical information could be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.